Event description:
My freestyle libre 3 plus continuous glucose sensor was reporting abnormally low blood sugar levels all day yesterday. I tested my blood sugar via finger stick when I got home, and it was at 462 mg/dl vs the sensor-reported level of 53 mg/dl. I checked my sensor serial number (B)(6) (I was approximately 9 days into sensor use) on the abbott website to see if it was part of the recent recall, but it was not. I separately tried to contact abbott at their emergency line (no answer), via their submission form (it did not allow me to submit, indicating that my phone number wasn't real), and have now been waiting on hold with their normal customer service line for 28 minutes without yet talking to a person. I am concerned that the company hasn't identified all of the recalled devices, and am very concerned that they have made it impossible for me to report my concern to them.